Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: possible rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor memorygel breast implants and experienced possible bilateral rupture postoperatively. As a result, the patient underwent bilateral device removal and replacement with 535c mentor memorygel breast implants, catalog number shpx535, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. Upon explantation, the right-sided device was found to ruptured and the left-sided device was intact. This report is for the patient's left-sided device.